Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot 8429004: manufacturing site: bettlach. Release to warehouse date: july 12, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The dimensional inspection was performed on the returned device; the relevant dimensions were within the specification. The drawings, reflecting the manufactured and current revision, was reviewed; during the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the instrument broke. The surgeon was inserting the nail and malleting the impactor piece, and impactor piece was snapped off into the insertion handle. There was no surgical delay. Procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: radiolucent insertion handle for expert alfn/100mm (part # 03.010.488, lot # 8402439, quantity 1). Unknown nails (part # unknown, lot # unknown, quantity 1). Unknown impaction inst: hammer/mallet: tr (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).